Manufacturer narrative:
The field service engineer (fse) evaluated the analyzer and replaced the sensor. The analyzer was operational. There was no further action required by fse.

Event description:
This report summarizes <noe> 1 </noe> malfunction event on the aia-360 analyzer. The review of event indicated that the aia-360 analyzer experienced leak error messages, which caused delayed reporting of critical patient results. This report was received from one source. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.

Manufacturer narrative:
The sensor was returned to the instrument service center (isc) for investigation. Functional testing on the returned sensor passed. The reported event could not be duplicated. The most probable cause of the reported event could not be determined. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.